Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a chronic descending thoracic dissection approximately four months ago. Vessel morphology was not reported. It was reported that the patient started complaining of sudden left lower extremity weakness two days post implant. An MRI was ordered and did not show any abnormalities. The patient started gaining more strength in his left lower extremity the next day and then later on presented with bilateral lower extremity weakness and urinary incontinence. A CT of the head was negative and a repeat MRI was negative as well. A third CT was ordered and it revealed a new focus of restricted diffusion on the right frontal lobe consistent with infarct. The patient's hospital course was also complicated by a uti which was treated with antibiotics. The patient was transferred to a rehabilitation facility. The investigator's assessment states that these adverse events are not device related, however procedure related.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (thoracic dissection), inherent risk of procedure (aortic dissection, infection, infarct). Conclusion: device failure/lack of effectiveness related to patient condition (thoracic dissection, infection, infarct).